Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and the analog board was replaced to resolve the report. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG disabled" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.